Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported that the tip of a curved thoracic probe was broken during placement of an s2ai screw, a misuse of the instrument. It is designed to be used in the thoracic region of the spine.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a curved thoracic probe tip broke off in the pelvis. The curved thoracic probe tip remains in the patient confined to the pelvis. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Patient retained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a curved thoracic probe tip broke off in the pelvis. The curved thoracic probe tip remains in the patient confined to the pelvis. Surgery took place (B)(6) 2017.